Event description:
It was reported during a remote follow up that the right ventricular lead exhibited oversensing due to noise. The lead remains implanted and will continue to be monitored. Programming changes were recommended but not yet completed. The patient was asymptomatic and stable.

Event description:
New information received noted that reprogramming was successfully completed. The patient was stable and asymptomatic.